Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was out of the tissue. An improperly inserted or dislodged cannula could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 400 mg/dl six hours after the pod was activated. The cannula was out of the tissue. After he changed the pod his bg returned to normal range.